Manufacturer narrative:
Na

Event description:
It was reported that during bench testing, there was no alarm signal output coming from pt assist port on ventilator. All alarms on the ventilator functioned properly. The ventilator was not connected to a pt when the reported problem occurred.